Event description:
Per the clinic, the patient was placed under sedation (specific type not reported) on (B)(6) 2025, in order to perform integrity test and advanced telemetry test to determine implant function. The implanted device remains.